Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H4: the lot was manufactured between january 6, 2025 ¿ january 8, 2025. The device was received for evaluation. A visual inspection was performed, and droplets of fluid on the exterior wall of the device¿s bottle were observed. Droplets of fluid may have been the result of condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. A functional leak test was performed, and no leaks were observed. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the balloon reservoir and at the top of the device. There was liquid outside the balloon and inside the bottle. The device contained 3400 mg of fluorouracil and 230 of dextrose 5% in water (d5w). This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.